Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a hardware low level failure. The customer¿s blood glucose level was 234 mg/dl. Customer's mother stated that they had recurring hardware low level failures alarm during the self-test. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.